Event description:
It was reported that the patient experienced full body stimulation jolts and pain. The patient went to the emergency department where the patient received a steroid injection and the device was reprogrammed. The jolts have resolved and the pain has lessened. There will be no further action. The device remains implanted in the patient.